Event description:
It was reported that the 9600+ system would not boot up and displayed a bad iris pot error. The system was rebooted and worked as expected. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the service call. Advised by the customer that the system worked with no issues after reboot and the following day. No further action requested.